Manufacturer narrative:
Failure analysis noted that the pump had no button response due to moisture damage on electronic assembly. There was moisture damage on the motor assembly. There was no button error alarm. The pump had scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 375 mg/dl at the time of incident. The customer stated that the pump alarmed button error. He stated that he was in the water with the pump on. The customer had not treated but had a backup plan. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.